Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable assembly. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).